Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the calcified common femoral artery after an interventional procedure. Reportedly, the knot pusher was advanced, slight resistance was felt, and a suture break occurred. Hemostasis was achieved by manual suture. There were no adverse pt effects reported. Though requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. Review of the device history record for this lot did not produce any findings relevant to this report.